Event description:
A male, with serious pulmonary disease, renal disease, cerebrovascular disease, and hyperpiesia, underwent endovascular therapy in 2007. The patients anatomical form was considered suitable for endovascular repair although the left iliac artery was in a funnel shape. The procedure was conducted as labeled. Another manufacture's xl stent was placed at the distal site of the contralateral iliac leg to prevent an endoleak since the graft sealing of the left iliac artery was in a funnel shape. Confirmatory angiography revealed a proximal type I endoleak so another xl stent was placed. Moreover, a distal type I endoleak from the ipsilateral iliac leg was confirmed also. An additional iliac leg graft was placed at the right external iliac artery and embolization coils were placed at the bifurcation area between the right external iliac artery and the internal iliac artery with the approach from gap of the additional ipsilateral iliac leg graft. This resolved the distal type I endoleak. Follow-ups in 2007 and 2008 confirmed that there were no endoleaks. Patient has recovered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use,contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. Without images, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.